Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing a cylinder issue. The patient was not using the pump as instructed, and the left rear tip extender (rte) was removed. Following removal, the cylinder was found to be functioning properly. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.